Event description:
During initial implant, there was decreased impedance and p-wave amplitude as well as loss of capture noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event was for low pacing impedance, p-wave variation, loss of capture, and helix extension issue as received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported events of low pacing impedance, p-wave variation, and loss of capture were confirmed and the reported event of helix extension issue was not confirmed. After cleaning the helix region of blood, the helix was able to extend and retract. The helix extension length was within specification. Electrical testing did not find any indication of conductor fractures. Destructive analysis was performed to investigate hi-pot failure. The inner insulation was found damaged at the suture sleeve tie impression due to procedural damage. The cause of the reported events was isolated to the damaged inner insulation due to the suture sleeve being over-tightened. Visual inspection of the lead did not find any anomalies except for procedural damage.